Event description:
In 01/2002 patient fell, neighbor called 911 and ambulance took patient to the emergency room. Patient was treated at the hospital for high blood sugar and high blood pressure. Patient does not know what blood sugar was at the hospital or diagnosis, but reportedly was treated with insulin. Patient was also suffering from asthma at the time. Patient reportedly has a history of passing out. Patient did not know why patient passed out, because patient could not test on the meter. Patient reportedly has stopped using the meter because of error messages. Patient does not remember the last time patient tested. Patient has continued to take set amount of insulin, humalin 20 units in the morning, and 10 units in the afternoon. No further information reported.